Event description:
Patient revised for the second time due to dislocation on (B)(6) 2020 approximately two weeks after first revision (previously reported). Primary surgery occurred (B)(6) 2017. Surgeon explanted a 135/145 36/+6 stability humeral cup and replaced it with a 135/145 36/+3 stability humeral cup.